Event description:
The customer reported that there was no data connection displayed; the field engineer noted that there was no fluoroscopy function. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backup battery was evaluated and replaced. The system cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.